Event description:
On 27-mar-2026, a facilities representative reported via (B)(4) that the ar-8332h shaver handpiece has a cut in the cord. This issue was discovered after the case with no patient harm.

Manufacturer narrative:
(Use error) this evaluation determined that the reported event occurred due to misuse resulting in damaged of the shp cable cord.